Manufacturer narrative:
Product analysis has not been completed as of the date of this report. A follow-up report will be submitted when analysis is complete. Fdm, fdr, fdc updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was indicated the patient was admitted on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (20.0 mg/ml at 13.010 mg/day) and ropivacaine (3.0 mg/ml at 2.501 mg/day) via an implantable pump for failed back surgery syndrome. It was reported pump motor stall occurred. The event date was reported to be (B)(6) 2019. Troubleshooting included interrogation of the pump by the hcp. Surgical intervention was scheduled for (B)(6) 2019. The issue was not resolved. The patient status was alive - no injury. Contributing factors to the event were not known. There were no reported symptoms. Further complications were not reported. Additional information indicated the pump was replaced on (B)(6) 2019 and would be returned. A session report from (B)(6) 2019 was received. The pump was currently in a state of motor stall. Logs indicated a motor stall occurred on (B)(6) 2018 at 01:16 with a recovery at 01:25, a stall occurred on (B)(6) 2019 at 16:52 with a recovery on (B)(6) 2019 at 01:01, a stall occurred on (B)(6) 2019 at 10:23 with a recovery at 11:00, and a stall occurred on (B)(6) 2019 at 12:32 with no recorded recovery. Additional information was received. It was reported the patient did not experience any symptoms and the event resolved.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication issues of the gear train as well as stall due to shaft bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.